Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be duplicated. Device came in full. We performed a functional test and it passed without problems. Customer also reported flow and temperature problems. We search in the alarm/events log and found a few alarms 0011, 0009, 0050, 0051 and error 0015. All these errors are temperature related. Functional test, temp in connector testing, calibration, electrical safety test. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. No additional actions can be taken at this time. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touchscreen was not always functioning in an arctic sun device, allegedly problems with flow or temperature noticed. Per review of wo on 22oct2025, device was used on patient and no impact reported. Per follow up information received via mail on 29oct2025, device would be sent to task management depot for repair. Device has not been serviced yet. Patient could complete therapy on original device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device heats up, they have carried out a check and in manual control the device takes a long time to cool down, the water tank did not detect its filling and reviewing the cases in the last one carried out on august 21, alarm 113 (reduced water temperature control) appeared on three occasions. Per wo notes, they tried to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly. Per review of wo on 29aug2025, there was no patient involvement. Per follow up information received via mail on 29aug2025, issue was resolved with an on-site wo. They try to fill the tank, but it was not possible. The filling tube was replaced, after that the device worked correctly.